Event description:
During a routine office visit, noise was observed on the stored electrograms. During surgery, the physician was unable to duplicate the noise and decided to explant both the ICD and lead.

Manufacturer narrative:
H.3 eval summary: the reported event could not be duplicated. The device performed normally during the ventritex automated test system and during bench testing. When connected to a cardiac simulator, the electrograms were free and clear from noise. The cause of the noise in the field could not be determined, but is consistent with lead damage.